Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The cause of the reported event could not be determined at time; however, the operator¿s technique could not be ruled out as a contributing factor. The instruction manual for use gives several warnings in an effort to prevent patient injury which states, ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator (a). Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use (see section 3.3). Does not use if tongs are out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
Olympus was informed that during a bilateral tubal ligation procedure, the device deployed/misfired both bands onto the first fallopian tube when attempting to deploy the initial band. Both bands were left on the patient¿s tube. The procedure was completed by opening a second device from the same lot. Both bands deployed from the second device also on the second fallopian tube. There was no bleeding to the patient. No additional procedure was required. The case was prolonged by 8-10 minutes. No patient injury was reported. Two of 2 devices